Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-02578. It was reported that the patient's lead had migrated and during the procedure it was discovered that the patient had an infection at the midline incision. Surgical intervention was undertaken, and the system was explanted.